Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis after being found unconscious by the paramedics. The reported blood glucose reading was over 900 mg/dl. The customer also had a heart attack. The hosp staff believed that the heart attack was due to hyperglycemia. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. The caller did not know what the settings should be, therefore, the programming could not be verified. Nothing further was reported.